Event description:
The ophthalmologist reported 10 cases of sos syndrome that had been noticed for the past 3 months. All cases were diagnosed 48 hours after surgery; slight corneal opacities appeared where the mark had been done with the marker. Over the past 3 or 4 months, the marker pens have been less efficient, (like dry) for this reason the reporter though that the markers were involved in all these cases. The patient's outcome was good. No second surgery for lifting the flap was necessary. Postoperatively the patient's were treated with (dexamethasone, neomycin) and an ocular lubricant. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. Additional information was requested on 07/09/2008 and 07/24/2008 via mail. A completed questionnaire has not been received.